Event description:
It was reported that despite tachycardia therapy being turned off, this physician tested this system's shock lead impedance and received a high, out-of-range measurement (>200 ohms). Boston scientific technical services was contacted and discussed that the shock impedance would not be impacted by disabling tachycardia therapy. It was stated that most likely the system shock configuration was left in triad configuration, resulting in the high measurement. The physician programmed the shock configuration to single coil and normal shock impedance was noted. This device remains implanted and no adverse patient effects were reported.